Event description:
Additional information was received on (B)(6), 2012 when the patient was scheduled for prophylactic battery replacement. The surgery took place on (B)(6), 2012. On (B)(6), 2012 the physician's nurse reported that the increase in seizures was first observed around (B)(6) 2012. The increase in seizures was not related to vns and the only interventions taken were to increase the patient's vimpat medication. The increase in seizures was also below pre-vns baseline levels. The patient does not have multiple seizure types; there was an increase in her simple partial seizures which includes aura of abdominal tightening then yelling, crying, and sensory to foot. This occurs two times a week at night lasting 1-3 minutes. Pre-vns levels were 5-10 a day. The magnet was reported to not be alleviating the seizures. The most recent diagnostics showed the device to be functioning properly with output=ok/lead impedance=ok/dcdc=5/eos=no; the date and type of diagnostics were not provided.

Event description:
On (B)(6) 2012, clinic notes from a vns treating neurologist were received by the manufacturer. Clinic notes dated (B)(6) 2012 revealed that the patient went 8 months with 2 seizures after what was reported to be a terrible year (2010-2011) and seizures again around the holidays in 2011 but they were not as bad. One of the patient's episodes lasted days. The patient now averages two seizures a week at night. The patient's seizures were 5-10 a day for a year. The vns magnet was reported to not help the patient's auras. A normal mode diagnostics test showed the device to be functioning properly with output=ok/lead impedance=ok/dcdc=5/eos=no. The patient's settings since are output=3ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=3ma/magnet on time=60sec/magnet pulse width=250/eos=no since (B)(6) 2011. The patient has been referred for prophylactic battery replacement. Although surgery is likely, it has not yet occurred. A battery life calculation was performed with the programming history available which showed 1.42 years until eri=yes.

Manufacturer narrative:
.